Event description:
It was reported that after a failed attempt to insert a bd insyte autoguard bc winged IV catheter, the nurse was met with resistance as she tried to remove it. Of note, the nurse indicated that upon insertion of the device, she attempted to re-cannulate the patient's vein with the IV after she did not receive a flashback on her initial attempt. A second nurse was then asked to assist with the catheter removal. The catheter was removed, however, a piece of the catheter was noticed to be missing upon its removal. The patient received an x-ray with located the broken catheter fragment in the patient's soft tissue. The medical staff at the hospital decided that it was medically justified to leave the catheter fragment in the patient's soft tissue and no further action was taken.

Manufacturer narrative:
Results: two samples, one used catheter/adapter assembly and one unused catheter/adapter assembly, were received for evaluation. A visual/microscopic analysis was performed on both units. The evaluation of the used unit revealed that a portion of the catheter tubing was missing and the broken edges were rough in appearance with a v-shaped cut. The evaluation of the unused unit revealed no physical or mechanical damage on any of the components. A review of the device history records could not be completed as a lot number for this incident was not provided. Conclusion: an absolute root cause for this incident could not be identified. However, our quality engineer noted that the damage observed was likely caused by re-cannulation and manipulation of the device while in use. (B)(4).